Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the healthcare provider (hcp) discarded the device after explant.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the patient stopped charging her ins about 2 months ago and they were unable to connect to the ins. The patient was walked through antenna locate and the patient was able to start a normal charge session. The patient also reported that in (B)(6) 2019 her ins site started hurting when she turned her stimulation on. The patient said that it was painful and sore at the ins site. The patient said that even when her stimulation was turned down low, she hurt. The patient was redirected to their healthcare provider (hcp) for possible reprogramming. No further complications were reported/anticipated. The reason for call was patient reported they had their battery replaced in 2020 and since then had the battery pack removed because it was very painful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.